Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. Customer also stated treatment with the insulin pump did not bring their blood glucose down. It was also found the customer's insulin was quickly depleted. The customer stated they had refilled their reservoir on friday and by sunday night it was empty. Customer's blood glucose was 390 mg/dl. The customer reported feeling thirsty and tired from their high blood glucose. Customer stated they would call back to troubleshoot as they were at work. No additional information provided.